Manufacturer narrative:
The maryland bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end. Additionally, the instrument was found to have a grip cable dislodged in the housing at the proximal end. As a result, the grip cable became loose. Moreover, the instrument was found to have a broken conductor wire at the distal end and a segment of the wire protruded above the outer surface of the main tube. The wire insulation was not damaged. The instrument failed an electric continuity and energy delivery tests. Additionally, the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. Also, grip input disk bearings exhibited orange discoloration. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the maryland bipolar forceps broke. The procedure was completed with no reported injury.